Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient came to the hospital due to coma and apnea, and was immediately intubated and ventilated with a respiratory bladder. The respiratory bladder and the endotracheal tube interface were disconnected when passing the bed. It was connected immediately and continued assisted ventilation. (During the CT examination, the bed will automatically advance and retreat, which is easy to cause the disconnection again ). It took a short time hypoxia to the patient.